Event description:
It was reported that during a da vinci-assisted ventral hernia etep surgical procedure there was left hand control drifting and tension in left master tool manipulator (mtm). The surgeon stated that arm 2 dropped and twisted weirdly on its own. They were able to take control back and had no additional issues the rest of the case. The technical support engineer (tse) reviewed the logs and found 23075 for left mtm. Which corelates to arm 2 possibly moving and making odd movements. The customer wasn't in the room when the issue happened, so they had no additional information. The customer has a case to follow. Or staff, contacted technical support during a procedure and reported that the site continues to experience reported issue. The surgeon stated that any instrument under the left-hand control drifts when they let go of the hand control in arm 1 or 2. The surgeon also stated that there is tension on the instrument when it's in use at the console. The surgeon stated that the issue is occurring on both consoles equally. The technical support engineer (tse) recommended surgeon remove their head from the console prior to releasing the instrument. Site was concerned for cases on monday and requested a field service engineer (fse) check system. The procedure was completed with no reported injury. Intuitive followed up and confirmed that the complaint was resolved.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse was able to replicate issue with the master tool manipulator (mtml) drooping while manipulating. The fse performed counterbalance, signal range, and gravity compensation calibration on mtml. The system was tested and verified as ready for use.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Corrected information can be found in section d (suspect medical device primary product). Field h4 is blank because the date of manufacture is currently not available for this product.